Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor cannula fractured inside of the customer's body. The patient was unsure if the cannula was still inside of their body. The customer was advised that an x-ray may be able to locate the cannula in the body, and that other customers have discovered retracted sensor cannulas via microscope. The sensor will be returned and replaced.